Manufacturer narrative:
The investigation was completed. Data analysis: console logs from the complaint date revealed the ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc. Battery and power data embedded in lt logs do not show any temperature rise or elevated battery temperatures, as lt log data is recorded every 60s. Device analysis: the console ic12204 was returned to field service for further investigation. The reported complaint could not be reproduced. The console¿s batteries and power management system were tested, and no issues were observed. Root cause: the root cause of the battery temperature high alarm (#49, due to battery temperature over 60degc) was due to a momentary communication glitch between the batteries and pbm, where a single sample from battery data (in this case value of battery temperature) was corrupt. H3: added information regarding the investigation status. H6: added codes per the results of the investigation h10: added the results of the investigation.

Event description:
It was reported that during support of an implanted impella 5.5 the automated impella controller (aic) became warm to the touch. The controller alarmed for high temperature but remained on for support. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.